Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed. The field service engineer reseated the cables to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients, as the users had to get the required medications from the pharmacy. However, there were no adverse events or injuries reported based on this event.